Event description:
Reporter alleged finding the plastic ledge around the connector port of the inform meter blackened with possible signs of smoking. No action or resulting treatment was reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.